Manufacturer narrative:
Analysis summary: complaint not confirmed: upon receiving the device, it was observed and the coating was worn from the usage of the device. Pieces of the coating were missing from the edges of the blade. The device was then connected to the complaint lab generator and tested for its functionality. During the analysis, it was attempted to duplicate the complaint which was the handpiece was sparking. Upon testing the functionality of the device, the spark was not able to be duplicated. The device was tested for its functionality that is required and no sparks were seen or duplicated. The device had a normal glow when the device was activated in saline and on raw chicken breast defined in procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the tip of the handpiece was sparking. A bovi was then used to complete the procedure. The handpiece was set to cut 6 coag 8. There was no impact to patient outcome.